Event description:
It was reported by the patient's daughter that she noticed her father has sporadically been leaking urine and wets his pants. She believes the patient's artificial urinary sphincter (aus) device is functioning properly most of the time, and feels that he may be leaking due to an over-filled bladder and not voiding regularly. She noted that the patient does not have any blood in the urine, pain, or burning. She was advised to consult a urologist if the issue does not resolve. The device remains implanted. No further patient complications were reported.